Event description:
Customer was admitted as an inpatient to a hospital due to low blood glucose. Customer stated that she inserted the set and manually primed while being connected to the pump. Troubleshooting was performed and pump programming and function appeared to be normal.